Event description:
Bed found in "down" storage area. Cause of problem is unk. No injury reported.

Manufacturer narrative:
Technician found the bed in "down" storage area. Found the CPR function was not working. Head down function works, but head goes down very slowly. Determined problem to be a faulty CPR valve and head down valve solenoid cartridge. Replaced CPR valve and had down valve to resolve this issue.